Event description:
Related manufacturer report number: 2017865-2022-01531. It was reported that the patient was experiencing discomfort due to the location of the implantable cardioverter defibrillator. It was found that the right atrial (ra) pacing lead impedance was below the normal range. The system was extracted and replaced. The patient was stable.

Manufacturer narrative:
The device was returned due to patient discomfort. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.